Event description:
It was reported that device entrapment occured. The 90% stenosed target lesion was located in a moderately tortuous vessel. A 4.0 x 20, 40cm mustang balloon catheter was advanced for dilatation. After inflation was performed, the guide wire remained and angiography was tried to perform. However, the balloon catheter could not be removed from the guide wire. The device was simply removed from the patient's body. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the customer guidewire was returned with the complaint device. The analyst had no difficulty removing the customer guidewire from the device during the analysis, the customer guidewire removed without any resistance. It was identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. It is not known when the balloon was subjected to positive pressure. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and microscopic examination of the tip was completed. No damage or any issues were noted with the tip that could have contributed to the complaint incident. A visual and microscopic examination of the marker bands was completed. There was no burrs or uneven edges observed on the marker bands. No damage or any issues were noted with the marker bands that could have contributed to the complaint incident. No issues were identified during device analysis.

Event description:
It was reported that device entrapment occured. The 90% stenosed target lesion was located in a moderately tortuous vessel. A 4.0 x 20, 40cm mustang balloon catheter was advanced for dilatation. After inflation was performed, the guide wire remained and angiography was tried to perform. However, the balloon catheter could not be removed from the guide wire. The device was simply removed from the patient's body. The procedure was completed with a different device. No patient complications were reported.